Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09034. It was reported that patient presented to clinic with syncope, pauses, and a "thumping" sensation in their diaphragm region. An x-ray revealed that the atrial lead had dislodged and was causing diaphragmatic stimulation. During a surgery to extract the lead on (B)(6) 2020, physician noticed right ventricular lead was fractured and had also sustained insulation damage. It was suspected that the damage was due to initial implant. Both leads were explanted and replaced. Patient condition was stable after procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.